Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced prolonged hyperglycemia while disconnected from the ilet pump during a pump replacement and used subcutaneous insulin pens incorrectly, then reconnected to the pump with a highest continuous glucose monitor (cgm) reading of 400 mg/dl and a current blood glucose of 296 mg/dl. Symptoms included no reported clinical manifestations. Outcomes included no hospitalization, no medical intervention beyond reconnection to the ilet. Investigation included user communication and troubleshooting with education regarding proper insulin administration and confirmation that more than two hours had elapsed since the last rapid-acting insulin dose. Investigation of this case revealed user technique and therapy interruption as contributory factors, with the device itself not implicated in a malfunction. It was concluded, based on previously established findings for similar reports, that the cause was use-related error associated with temporary discontinuation of pump therapy and incorrect alternative therapy administration.